Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 5054-52 lead implanted: (B)(6) 2001; product ID 5554 lead implanted: (B)(6) 2001; product ID 5054-52 lead implanted: (B)(6) 2010; product ID w2dr01 lead implanted: (B)(6) 2018; product ID 383069 lead implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing malfunction. The ipg was inactivated and remains in the patient. It was reported that the right atrial (ra) lead exhibited non-capture, high impedance and a possible fracture. The ra lead was inactivated and remains in the patient. It was reported that the right ventricular (rv) exhibited high impedance, a high number of short v-v intervals, and a possible fracture. The rv lead was inactivated and remains in the patient. It was reported that the three other pacing leads were possibly fractured. The leads remain in the patient. No patient complications have been reported as aresult of this event.